Event description:
The complainant reported a patient was on impella 5.5 support and leaking was noted from the sidearm. The impella catheter, just proximal to the purge disc was taped by the registered nurse. The tape was removed and the sidearm was slightly damp with no visible dripping. The team was advice to raise the dextrose level if the impella 5.5 was not going to be replaced. The concentration level was raised and leak stopped. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The root cause of the purge leak - pump cannot be definitively determined as no product was returned for evaluation.